Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was 30 mmol/l. The customer reported that they had taken 10 units of correction while on the call. The customer stated that she ate too much and did not bolus which caused them high blood glucose levels. The customer did not use a sensor. It was unknown if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.